Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery during the bolus process. Blood glucose reading was 600 due to the customer being disconnected from the insulin pump for 4 hours. Troubleshooting was performed. No anomalies were noted. Advised that the insulin pump was functioning as designed. The customer was able to deliver a bolus with the insulin pump. Nothing further reported.